Manufacturer narrative:
Date of event :(B)(6) 2019, date of report : 08mar2019. The customer replaced the safety valve and was also advised to replaced the 3 station solenoid. No parts were returned to philips for failure investigation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06mar2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator was generating a safety valve cannot open, low inhalation pressure and a heated filter back pressure out of range error codes. There was no patient involvement. The event date was not specified; estimate used.